Manufacturer narrative:
On december 03 2018 haemonetics received a report of a nexsys pcs 300 device with a faulty pneumatics pcb. The circuit board component that runs the pneumatic compressor and pinch valves was found to be at fault and was returned to haemonetics for evaluation december 26 2018. Haemonetics has sent a replacement component to the customer site to be installed by the on-site technician. The technician is responsible for the repairs necessary to replace the damaged component. The on-site technician completes any calibration activities required and ensures the unit meets manufacturer specifications prior to being returned to service. On jan 28 2019 evidence of thermal decomposition was observed on the returned component during evaluation. The investigation of the pneumatics pcb revealed that connector (c39) had overheated and shorted to ground, this in turn damaged the donor valve solenoid. The failure of the pneumatics pcb will cause the device to trip an error code during the power on self test (post) protocol, preventing the device from initiating any procedures until the hardware has been repaired and all parameters meet the manufacturer specifications. The failure of this component will prevent the device from passing the power on self test, which eliminates the risk of injury to a donor. Haemonetics has previously submitted a medwatch for this type of failure, as such an MDR is required.

Event description:
On december 03 2018 haemonetics received a report of a nexsys pcs 300 device with a faulty pneumatics pcb. The circuit board component that runs the pneumatic compressor and pinch valves was found to be at fault and was returned to haemonetics for evaluation december 26 2018. Haemonetics has sent a replacement component to the customer site to be installed by the on-site technician. The technician is responsible for the repairs necessary to replace the damaged component. The on-site technician completes any calibration activities required and ensures the unit meets manufacturer specifications prior to being returned to service. On jan 28 2019 evidence of thermal decomposition was observed on the returned component during evaluation. The failure of this component will prevent the device from passing the power on self test, which eliminates the risk of injury to a donor.